Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 2,000 mcg/ml at 1,698.2 mcg/day via an implanted pump for intractable spasticity. The event/difficulty occurred on (B)(6) 2018 during a procedure. It was reported during an intrathecal baclofen pump replacement being performed the patient¿s existing 8780 catheter sutureless connector was noted to be full of an opaque, whitish yellow material after disconnecting from the pump. The material was removed by the surgeon and the catheter was determined to be patent by the surgeon. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included the catheter was aspirated and cleared. The surgeon also performed a cerebrospinal fluid (csf) drip test. It was determined by the surgeon that the catheter was still patent after aspiration and allowing csf to drip from it. Actions/interventions taken to resolve the issue included foreign material was removed by the surgeon using forceps. The catheter was left in place and the pump was replaced as planned. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, no available. The patient¿s weight and medical history were asked, but unknown. Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the pump was replaced due to the length of time the patient had the pump, as well as the patient had grown enough to implant a larger pump to spread out refill intervals. It was noted the catheter was not aspirated prior to the material being removed. The material was visible to the surgeon, so he did not want to further impact the material by connecting a syringe. The surgeon stated that although this may have limited some of the flow, he felt that the patient was getting adequate therapy up until the time of replacement. It was also reported it was unknown to the surgeon if any symptoms or recent dose increases prior to the replacement were related to the material in the sutureless connector. It was noted there was no suspicion of infection either. No further complications were reported/anticipated or expected.